Manufacturer narrative:
Complaint conclusion: as reported, a trapease filter was unable to fully deploy. There was no patient injury reported. The device was clinically used and will not be returned for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Two angiographic images were received for review. Image (B)(4) one angiographic film of an inferior vena cava (ivc) filter. Unable to visualize walls of vessel. Filter appears to be intact. Image: case-(B)(4) one angiographic film of an inferior vena cava (ivc) filter in a vessel. The filter does not appear to be fully expanded against the walls of the vessel. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Upon review of the films received, it appears that in one of the films, there is incomplete expansion of the ivc filter. Per the instructions for use (IFU), the diameter of the ivc at the intended implantation site should be measured by contrast injection prior to filter insertion. The diameter of the ivd should be no bigger than 30 mm. With the limited information provided it is unable to be determined if this step in the procedure was conducted. Upon deployment, the filter imparts an outward radial force on the luminal surface of the vena cava to ensure proper positioning and stability. As noted in the instructions for use (IFU), the constrained, unexpanded, length of the trapease filter is 64 mm. During release from the sheath introducer, the length of the filter will shorten as it expands. The ends of the filter will shorten equally as they move toward the axial center of the filter. The physician is also instructed in the IFU to perform a control cavogram before terminating the procedure. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported, a trapease filter (w/csi intro kit 55cm) was unable to fully deploy. There was no patient injury reported. The device was clinically used and will not be returned for analysis.